Manufacturer narrative:
Evaluation of the returned lantern confirmed a fracture on the proximal shaft. If the device is forcefully retracted from a parent catheter at an extreme angle, damage such as a fracture may occur. Further evaluation revealed ovalizations near the distal tip. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern), ruby coils, non-penumbra coil, and angiographic catheter. During the procedure, the physician placed four ruby coils and another coil in the target location using the microcatheter. The physician then decided to retract the lantern to perform angiography; however, while retracting, the lantern broke off approximately 30 centimeters from the proximal end within the angiographic catheter. Therefore, the physician removed the angiographic catheter containing the broken portion of the lantern. The procedure was completed using a new lantern and the same angiographic catheter. There was no report of an adverse effect to the patient.